Event description:
It was reported that the patient fell two weeks post implant. The right ventricular lead exhibited a capture anomaly, high thresholds, high impedance and dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.